Event description:
It was reported that patient presented in operating room for routine pacemaker replacement surgery with fracture and out of range, high impedance exhibited on the right ventricular lead. The lead was capped and replaced during the generator replacement surgery on (B)(6) 2017. The patient was reported to be stable during and after the procedure.